Event description:
A representative reported that the patient was in the hospital, but he did not know why and they did not want the patient getting any intrathecal medication because they were going to be giving them oral medication. The medication used within the system was dilaudid. Another representative later reported that the patient as in the hospital for detox. The patient had symptoms of pain induced by narcotics, and they were not receiving effective pain relief. There were no issues with the pump, though the therapy did contribute in addition to the other drugs. The pump was disabled on (B)(6) 2013 per the physician¿s request, and they were not receiving therapy from the pump.

Event description:
This event was also reported under manufacturer report # 3007566237-2013-02311 [it was reported that the patient had been hospitalized over the weekend prior to the report and the patient¿s family had decided to permanently disable the pump. However, the caller had very limited details about what had been occurring with the patient and the pump. The caller stated that the patient had to go on some other medication where she can¿t have opioids in her system. The healthcare provider (hcp) ¿ran saline through and went through all the different options¿. The authorization for to permanently disable the pump was provided; however, the caller was unsure if there was a physician available. The medication delivered by the device was unknown.]. Any additional information received will be reported under this manufacturer report number # 3004209178-2013-11433.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).